Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while trying to advance the wire past the stenosis the tip of the hydrophilic coating detached into the patient. The tip of the corewire was exposed and the guidewire was removed. No attempts were made to recover the detached fragment. The procedure was complete with another jagwire with no patient complications.

Manufacturer narrative:
The device presents the pebax section detached/separated, exposing the core wire. The presence of adhesive remnants was found indicating that the pebax was properly attached to the core wire. The ptfe jacket was damaged and the body was bent. There was no evidence that the corewire was fractured. It is possible that due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failure. Therefore, ¿operational context¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, while trying to advance the wire past the stenosis the tip of the hydrophilic coating detached into the patient. The tip of the corewire was exposed and the guidewire was removed. No attempts were made to recover the detached fragment. The procedure was complete with another jagwire with no patient complications.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event.